Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. The pump contained compounded morphine (dose 4 mg/day) and an unknown brand of baclofen (dose 32.76 mcg/day); concentrations were unknown. It was reported the patient said her pump did not cover the pain episodes; the patient had one on (B)(6) 2016 and one on (B)(6) 2016. The patient said her pump had been due for a refill on (B)(6) 2016 and was refilled on (B)(6) 2016. Pain increased; they found her pump was low on morphine. The patient heard the single toned alarm. The patient alleged the pump was alarming or beeping. The patient said she knew something was wrong; ¿maybe they did a miscalculation¿ and the patient said she heard the machine beeping for a week already. The patient said it started beeping alarm off on (B)(6) 2016, and on (B)(6) 2016, the pump was refilled in the afternoon; the pump stopped beeping. The patient said it could have beeped before. The patient said the alarm started like low beep then got longer then did not hear it anymore; it was not every day, not every hour. The patient said a couple of times a day she would hear it. The sounds were consistent with pump alarms. Reported symptoms included the patient¿s pain increased, she felt weird, she got sick at home, she called 911, she was dizzy, sweaty, nauseous, and she had cold sweats and chills. The pain was horrendous, and the patient had confusion and couldn¿t make decisions on her own. The patient said the pump had run out of medication because she was waiting to have a test done, and they couldn¿t get her into radiology. The patient said she was in 2 different hospitals; admitted on (B)(6) 2016. They could not help the patient and left her there in pain for a whole day until family came and told them she had a morphine pump and that it should take care of her pain, but it didn¿t. The patient said her pain started before (B)(6) 2016 and increased by (B)(6) 2016, and the patient could not make decisions on her own. The patient said she was discharged on (B)(6) 2016 because the hospital had no hcp that could help her. The patient said she called the hcps office, and they said they didn¿t think it was the pump, but the pain was still really bad, so they discharged her and then she wound up at urgent care. At urgent care, they advised her to go to another facility, but her sister came out of work flew the patient over there. The patient said they got her pain under control after a day and a half, but they still wouldn¿t refill the pump. The patient said her family asked to speak with the social worker because they wanted to send her home. The patient said she was taking 6 pills of dilaudid every 4 hours plus intravenous (IV) dilaudid, and sometimes if the pain would not go down, they would give 1 ml. The patient said they also gave her tylenol and rectal suppositories: 2 per day. The patient said they gave her another new medicine (like 4 or 5 tizanidine 2mg tablets every 8 hours); after a day of that regimen, the pain got better. The patient said it made her very tired, so she took it once day in the afternoon. After speaking to the social worker, the patient refused to be sent home and called the hcp back to check the pump with dye in it. The patient said when the health care provider (hcp) checked the pump, he said ¿oops you barely have any medicine there¿, and the patient was glad they refilled the pump after a lot of phone calls and complaints. The patient said 3 hours after the refill, the patient was comfortable. The situation was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.